Manufacturer narrative:
Related system log files were analyzed and the pvc/min alarm was set to "off" during the time of the report. No product related malfunction occurred.

Event description:
A patient being monitored on a benevision tm80 telepack and was reported to have been experiencing atrial fibrillation. Sometime after, the ECG waveform displayed wide qrs complexes (pvc's) and the patient, subsequently, expired. The customer inquired why the system did not respond to the change in the qrs complex. This report occurred outside of the u.s., however the tm80 telepack is marketed in the u.s.